Event description:
It was reported that during a routine inspection by a hospital staff member (customer), cardiosave intra aortic balloon pump (iabp) blue cord was hard to insert. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site full name: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Na.

Manufacturer narrative:
Updated fields - b4, d1, d4, d7a, d8, e1( initial reporter), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h11. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine inspection the cardiosave intra aortic balloon pump (iabp) the trainer's blue cable is difficult to insert. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h6 (type of investigation, investigation findings, nvestigation conclusions), h11. Getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the pump connector does not insert. Fse have confirmed the symptom. Fse adjusted (cleaned) the connection part and confirmed that the cable can be inserted. The device is working well.